Event description:
(B)(4). Over the pass couple of years, I have been experiencing a number of medical conditions that I have never dealt with prior to the birth control device essure. I began to have a loss of memory, the joints between in bones would ache. Being a mother of four requires me to always be on my toes in order to care for my kids. However, the table began to turn and my kids began to care for me. I have loss hair, the cycle was irregular as well as extremely heavy. It would require me to change my sanitary napkin every hour. Prior to the implantation of the device, I was on the road to a healthier me, however I felt like I was slowly dying from the inside.

Event description:
#Medwatcher #followup 1 #FDA mw5061707 #(B)(4). My adverse date: (onset) (B)(6) 2015.